Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent moved from the balloon. The target lesion was located in the circumflex artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced; however, the physician felt the stent was loose from the balloon, so the device was removed. No patient complications were reported and the patient's status was fine.